Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (05/11/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter displayed an "ER 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at approximately 5pm. It is not clear how the patient manages her diabetes. At the time of the alleged issue, the patient assumed the alleged "ER" meant her blood glucose was "over 500 mg/dl" and administered self insulin (type/ amount not specified). The reporter claimed the patient was disoriented, confused and her blood glucose started "crashing." That same evening, the patient was taken to the emergency room (ER) and obtained a blood glucose result of "23 mg/dl" with the ER/ hospital device. The patient was administered intravenous (IV) glucose as treatment. The patient was retested with the ER/hospital meter and obtained blood glucose result of "104 mg/dl." At the time of troubleshooting, the cca was unable to walk the reporter through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.